Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step of the load process, only two drops of insulin was observed exiting the tubing after 10 units of insulin was delivered. The customer reported a blood glucose level of 187 (mg/dl). During troubleshooting with tandem technical support, the customer attached new tubing and observed insulin exit the tubing.